Event description:
It was reported that the customer received a motor error alarm. It was also mentioned that the customer's insulin pump had cracks, and the reservoir window was cloudy. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and the motor passed motor test. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assemblies noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner and cracked battery tube threads.